Manufacturer narrative:
The other products listed in the literature are reported in 2017865-2017-08392, 2017865-2017-08394, and 2017865-2017-08395.

Event description:
It was reported through an online article that "monopolar electrosurgery during pacemaker replacement or upgrade surgery can trigger loss of pacing or inappropriate low pacing rate in certain models of modern pacemakers." While undergoing normal pacemaker replacement procedure, the pacemaker exhibited loss of output after being exposed to electrosurgery. The pacemaker-dependent patient exhibited presyncope requiring external pacing. The pacemaker was successfully replaced and the adverse effects resolved.